Event description:
Reported dual false positive flu+sars results. Unknown if the results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.